Event description:
The mother of a (B)(6) female pt called zoll customer support to report that the pt's electrode belt would not connect to the monitor. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary - device eval of electrode belt sn (B)(4) has been completed. The reported problem (electrode belt won't connect to monitor) was confirmed. Upon investigation the electrode belt trunk cable connector had bent connector pins. The root cause for the bend pins could not be positively identified but was likely excessive force while connecting the belt to the pt's monitor. No adverse event resulted from the bent connector pins. The pt received a replacement electrode belt.